Event description:
It was reported that during preparation, the tip of a 014 hi-torque (ht) versaturn guidewire was found broken. A new ht versaturn guidewire was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed during unpackaging include, but are not limited to damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpackaging or preparation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequently, it was reported that guide wire separation occurred upon post-handling. No additional information was provided.